Event description:
The replaceable tip on my electric toothbrush came off while I was brushing and I nearly swallowed it. It's conically shaped, so if I had it would have been a severe choking hazard. The tip is only held on with a plastic press fitting, which gets loose just from normal use. (Even on just the original tip). FDA safety report ID# (B)(4).